Manufacturer narrative:
(B)(4). A boston scientific technical services consultant advised checking the lead's position in the header as well as verifying the setscrew position. The lead remains actively implanted and no other adverse events have been reported.

Event description:
Boston scientific received information that shortly after this pacing system was implanted, the atrial channel displayed high impedance measurements which were greater than 2500 ohms. The setscrew was suspected to be loose. The system remained implanted. No adverse patient effects were reported.